Event description:
It was reported that the patient presented with phrenic nerve stimulation shortly after implant. The right ventricular (rv) lead out put was lowered resolving the stimulation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 507652 lead implanted: (B)(6) 2014. (B)(4).